Event description:
It was reported that a pt underwent a cesarean section procedure on (B) (6) 2010 and suture was used. The pt returned to the hospital three separate times and rec'd two doses of intravenous antibiotic. The incision had healed on the exterior. However, redness persisted and then swelling started. During the third return to the hospital, the pt had 32 cc of pus removed from the incisional area. Currently, the pt is fine, but the pt is unsure if the infection is gone as of yet.

Manufacturer narrative:
(B) (4). (B) (4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.